Manufacturer narrative:
Investigation summary: data analysis: console logs from the reported day of event, shows an controller error alarm (opm comm crc error ¿ event set # 1045) and controller error (optical bench ambient pressure out of range - event set # 1040) triggered during the clinical procedure. No controller failure related alarms were seen. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. Device analysis: the console ic3922 was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The optical bench was evaluated for 5s parameters and the analog signals were checked for distortion, but no issues were found. Additionally, the aic was tested with know good pump and purge cassette and no issues were found. Root cause: the root cause of the ¿controller error alarm (opm comm crc error ¿ event set # 1045) and controller error (optical bench ambient pressure out of range - event set # 1040)" was due to a firmware issue (optical bench fw anomaly). Device history lot: n/a. Device history batch. Subcomponent name: opm fw v2.20. Material number: 0042-96254. Lot number: n/a. Serial number: n/a. Device history review: q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? 23-14909: aic - impella connect - usd card corruption not related to the reported complaint. Phr summary: there were one complaint was discovered when reviewing the product history of console ic3922, which is not related to the reported complaint.

Manufacturer narrative:
The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported that when plugging in new cp ¿controller failure¿ alarm showed. New aic used.